Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer telephone number is (B)(6). (B)(4) the access il-6 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site and did not identify any system or hardware issues that would have contributed to this event. The likely cause is use error as the customer did not follow the IFU (instructions for use) guidelines for specimen preparation. The access il-6 for use on the unicel dxi system instruction for use (IFU) (document a83714 m, available on the beckman coulter website) states, ¿physically separate serum or plasma from contact with cells as soon as possible.¿

Event description:
On (B)(6) 2020 the customer reported erroneous erratic il-6 (access il-6 assay, part number a16369, lot number 922188) results for one patient were generated on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4)). The customer reported the erratic results were generated from both edta plasma and serum samples. The customer did not indicate whether the results were released from the laboratory. No affect to patients or end-users has been reported in connection with this event. The samples were tested on (B)(6) 2020. The serum sample yielded results of 1020.29 pg/ml (14:25pm) and 1049.29 pg/ml (15:15pm). The edta plasma sample yielded a result of 2.12 pg/ml (time not provided). The expected values for the access il-6 assay is <6.4 pg/ml. System performance indicators such as system check, calibration and quality control have been passing within specification. No hardware errors or issues with other assays were reported in conjunction with this event. There were no issues with sample integrity reported by the customer. Samples were edta plasma and a serum sample collected in a serum separator tube (sst). Other sample collection, handling and processing information such as sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.